Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebx2436 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebx2436) have been reported from the same facility.

Event description:
It was reported that the hub has detached from the provena catheter. No patient injury reported. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached hub is confirmed; however the cause is unknown. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed both luer connectors were detached from the extension legs and missing. Use residue was observed throughout the returned sample and a large amount of blood residue was observed within one of the lumens. A microscopic observation revealed the break surfaces of both lumens were uneven and rough and exhibited cracks/fissures and beach marks, which are indicative of material fatigue; however the root cause of the break is unknown at this time. A lot history review (lhr) of rebx2436 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebx2436) have been reported from the same facility.

Event description:
It was reported that the hub has detached from the provena catheter. No patient injury reported. No other information was provided.